Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo and elecsys hbsag ii assays performed within specifications. Calibration and quality control data for both assays were reviewed and found to be within expected ranges. However, quality control results for one level of the hiv assay were not provided. Confirmatory testing for both assays was conducted using methods not aligned with the recommendations outlined in the respective method sheets. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site. It is recommended that confirmatory testing be performed in accordance with the instructions provided in the method sheets for both assays. Additionally, all control levels of the corresponding precicontrols should be reviewed to ensure proper diagnostic assessment.

Event description:
The initial reporter alleged false reactive results for two assays, elecsys hiv duo and elecsys hbsag ii, in two samples from the same patient tested on a cobas pure e 402 analytical unit. On (B)(6) 2024, sample 1 was tested. The elecsys hiv duo assay generated a result of 9.86 coi (reactive), with subresults of hivag 9.86 coi and ahiv 0.172 coi. The elecsys hbsag ii assay generated a result of 1.98 coi (reactive). On (B)(6) 2024, sample 2 was tested. The elecsys hiv duo assay generated a result of 9.55 coi (reactive), with subresults of hivag (value not provided) and ahiv 0.167 coi. The elecsys hbsag ii assay generated a result of 2.02 coi (reactive). Confirmatory testing was performed for both assays. On (B)(6) 2024, hbsag confirmatory testing using chemiluminescence was negative. On (B)(6) 2024, hiv confirmatory testing using immunochromatography was also negative.